Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low enzymatic creatinine_2 (ecre_2) result was obtained on the atellica ch 930 analyzer instrument. Siemens headquarters support center (hsc) reviewed the customer data. A precision study was performed on the instrument and the results were within acceptable specifications. The cause for the discordant low ecre_2 result is unknown. The system is performing within manufacturer specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 instrument. The discordant result was reported to the physician(s). The same sample was repeated on another atellica ch 930 instrument, and the result was higher. The repeat result was reported as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ecre_2 result.